Manufacturer narrative:
Company rep evaluated the unit and verified the problem. Corrections included replacement of the unit's nibp pump, cp and fe chips on the cpu board, and reseating the cables. Unit was safety tested to factory's specifications.

Event description:
Customer reported the passport 2 monitor shut down, which may have affected pt monitoring. No pt injury was reported.